Manufacturer narrative:
(B)(4). Date sent: 5/9/2025. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 12/6/24. D4: batch #unk. H4: the device manufacture date is currently unavailable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? Was sterility compromised as a result of the packaging damage? Please provide a picture (if available). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60b with lot number 996c37; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that preoperatively to an unknown procedure, it was observed that the cartridge was out of its packaging. There was no patient involvement reported. There were no patient consequences reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2025. D4: batch #unk. Updated data: h4. Investigation summary: the product was returned for evaluation. Visual inspections were conducted on the returned reload. Visual analysis of the returned sample revealed that one gst60b reload was received sterile with an unformed staple that was loose inside of the sterile package. In addition, no issues were observed related to integrity. In addition, no issues were observed related to integrity. The seal area was noted completed. Although no conclusion could be reached on how the unformed staple was introduced inside the sterile package, it is possible that the staple adhered to the reload during the packaging process due to static. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.